Event description:
Caller indicated the assure pro meter was reading high. At 7:02am, bg was checked because he was reported to be lethargic, looked and acted drunk, slurring words. Bg = 78. Nurse gave him tube of glucose at 7:05am. At 7:35, bg was checked again = 145. At 7:36am, they rechecked it and got 492. They checked it a third time at 7:38am = 54. At that point, 7:40am they did control tests. 101 and 261 for low and high respectively - these are within range. At 7:42, they checked bg again = 359. Paramedics were called at 7:45. At about 8:10am, the paramedics checked his bg = 45. Paramedics started IV then took him to the ER.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.